Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product has something wrong in the locking system. The operator was not able to use it. Unk how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.